Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. A 14f manta was used for closure following an impella procedure performed with a 14f competitor sheath in the lcf artery. Artery size was between 8-9mm and severe calcification was noted on the lateral wall, posterior, and medial. The patient was known to have vascular disease. It was noted extra force was used to advance the impella sheath and the depth locator. When the depth locator was removed it was slightly bent and twisted due to the highly calcified vessel. The measure depth was 4+1; however, due to the presence of a hematoma, likely a result of a dissection caused by the extra force required to advance the procedure sheath and/or depth locator, the decision was made to deploy at 6cm. Act was 309. It was noted that the deployment was "less than ideal" with the device being pulled back too quickly skipping the green/yellow indicator and moving straight to red. Immediate bleeding was noted and the tamper tube readvanced several times. Bleeding continued and manual pressure was applied until a balloon could be inserted, the balloon was inflated for 5 minutes, 20 minutes, 20 minutes before it was determined it was a pseudoaneurysm. 3 injections of thrombin were delivered directly into the pseudoaneurysm and the case was ended with the patient sent to the unit for observation. Post-operation the patient was stable, no bleeding seen on the x-ray, the pseudoaneurysm was reduced, and the hematoma gone. The IFU was reviewed and confirmed to list the following warning: do not use in patients with severe calcification of the access vessel. Additionally, the safety and effectiveness has not been established for patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. In the device use steps, step 1 states the deployment depth should be the measured depth +1. Step 5 indicates that during deployment the device should not be pulled back past green as excessive force may cause vessel damage.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: 14fr manta failure on a protected pci (impella) case. Physician used a peripheral balloon with multiple inflations to seal a suspected bleed which turned out to be a pseudo-aneurysm. He injected thrombin into pseudo 3 times which reduced the size of pseudo. He said he was happy and ended the case. Outcome pt vitals were stable. No bleeding noted on xray. Pseudo was reduced. No surface bleeding noted, lt groin hematoma was gone, left groin soft per physician. Good flow down left lower extremity.